Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. The patient was checked several months ago and impedances were stable at that time. All other lead measurements are normal and no noise is present. No adverse patient effects were reported. Boston scientific technical services (ts) discussed performing commanded shock impedance testing. This product remains in-service.